Event description:
It was reported that the customer's insulin pump alarmed motor and had all kind of sounds. The blood glucose reading was 490. Troubleshooting was performed, and no damage to the drive support cap noted. The caller stated that the device was exposed to x-rays a week ago. Assisted the mother to run the displacement and self test and they passed. A day later, the mother called back to report that the customer switched the infusion set without talking to the doctor. The customer was taken to the emergency room with diabetes ketoacidosis and high blood glucose of 387mg/dl. The customer was treated with fluids and then released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.